Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut and cosmetic depression, the stylet was stuck in the distal coil of the lead, and there was apparent explant damage.

Event description:
It was reported that there were unacceptable thresholds on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.